Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. It was also reported that the adhesive was peeling and that the cannula was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed with the adhesive pad fully attached to the bottom housing. Inspection found the exposed portion of the soft cannula to be torn and shortened. Measurement of the soft cannula length was confirmed to be shorter than specification. During fluid path testing, fluid was unable to pass through the entire fluid path due to the exposed portion of the soft cannula being shortened. The timing and cause of this damage could not be determined. Since the complete soft cannula was not returned, it could not be determined if the soft cannula had any bends or kinks present during operation. A root cause for the reported dislodged cannula could also not be determined. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The cause of the reported adhesive failure could not be determined.